Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller in resetting pump, after which the malfunction did not recur. Customer was advised to continue using pump and to contact support if issue happened again.